Manufacturer narrative:
Initial.

Event description:
It was reported that the device exhibited screen bezel separation on the display component, consistent with a bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed stress-related issues consistent with a bonding failure at the display component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.